Manufacturer narrative:
The local area sales representative was contacted for additional information. At this time, no further information is available. Should additional information become available this report will be updated.

Event description:
It was reported that this right ventricular (rv) lead exhibited high pacing thresholds, an automatic lead safety switch (lss) to unipolar due to high out of range pacing impedance impedance measurements, and intermittent loss of capture (loc). The patient experienced diaphragm stimulation and technical services (ts) suspected lead perforation and recommended to perform a chest x-ray to assess rv lead position. Subsequently, evidence suggests that this rv lead was replaced. No additional adverse patient effects were reported.